Event description:
Caller tested 4.3 inr, 7.4 inr and 4.2 inr on the coaguchek xs pro system. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).